Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to dehydration and high blood glucose on (B)(6) 2018. Their blood glucose at the time of hospitalization was over 1000 mg/dl. They were still in the hospital. The customer has been off the insulin pump since (B)(6) 2018. The customer was treated with manual injection. The customer also stated they had received no delivery alarm. Customer states the insulin did exit. The was advised the insulin pump was working as designed. The insulin pump will not be returned for analysis.